Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-06901, 0001825034-2018-06911, 0001825034-2018-06912, 0001825034-2018-06913, concomitant medical products: kne-unknown-femoral-unk, item# unknown, lot# unknown. Vgd cruc ret tib brg 13x63/67, item# 183423, lot# unknown. Biomet ilok pri tib tray 63mm, item# 141211, lot# unknown. Biomet I-beam pri stem 40mm, item# 141310, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial right total knee arthroplasty and subsequently the patient was noted to have overnight stay due to possible ileus with continuous nausea and vomiting requiring transfer to additional hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.